Event description:
Customer reported the maxplus zero leaks blood onto the outside of the connector while drawing blood with a bd slip vacutainer. No patient harm or medical intervention was reported. No further patient/event information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.